Event description:
It was reported by the clinician that the device was being used left internal jugular of a male patient. The smart seal sheath would not peel away properly and broke leaving a 4 inch piece inside the patient. A snare was used to retrieve the broken piece and another kit was opened and used successfully. There were no patient complications reported.

Manufacturer narrative:
F/u rpt will be filed if add'l info becomes available.